Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable causes for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, gel bleed, and capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii, ¿capsule totally calcified," pseudo fibrous capsule with inflammatory reaction to silicone, little material compatible with silicone, and inflammatory reaction with giant cell reaction to foreign body. The device has been explanted.

Manufacturer narrative:
Photo analysis visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Capsular contracture-breast: unable to observe since it is not related to the device. Calcification-breast: not observed. Granuloma-breast: unable to observe since it is not related to the device. Gel-bleed-breast: unable to observe since it is not related to the device.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii, ¿capsule totally calcified," pseudo fibrous capsule with inflammatory reaction to silicone, little material compatible with silicone, and inflammatory reaction with giant cell reaction to foreign body. The device has been explanted.